Event description:
This was a lead removal case (information on lead(s) unknown). The rv pacing lead (15 years old and tined) was prepped with our lld (model unknown). A glidelight (model unknown) was inserted and was in the subclavian when the lead popped free from the right ventricle, causing a tear at the rv apex. Patient status unknown.